Manufacturer narrative:
Investigation summary: 198 samples were received by our quality team for evaluation. The samples were subjected to visual inspection and silicone content determination test. The results showed that the samples are within the product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: no CAPA rationale: the complaint trend will continued to be tracked and monitored.

Event description:
It was reported that syringe 1ml ls tuberculin had foreign matter. This occurred on 200 occasions. The following information was provided by the initial reporter: customer concerned over what appears to be an excessive volume of lubricant in the syringe. Concerned if this is just lubricant and if it affects the dose of vaccine being administered.